Event description:
It was reported that there was a loss of video on the left monitor. This issue will cause the sys to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and reseated cables and connectors. The sys operates as intended.